Event description:
Unit allegedly shut down and then restarted on a pt. There was no report of pt harm.

Manufacturer narrative:
This MDR 2031702-207-0225 is being filed beyond the 30 day reporting timeline.